Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had an infection at the paddle site. The patient had to be hospitalized due to the infection and took IV antibiotics. Surgical intervention was undertaken, and the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.